Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product mmt- 1885. Troubleshooting was performed and the issue was unresolved. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt- 1885 will be returned for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 alarm during testing. All buttons functioning properly. Stuck button alarm was found in the pump history on (B)(6) 2025 at 09:59:41.000. Thump software was utilized and downloaded trace/history files properly. In further analysis of the pump history found one pump error 130 alarm on (B)(6) 2026 at 04:50:55.000 and multiple pump error 43 alarm on (B)(6) 2026 from 05:00:31.000 until 05:39:38.000. Pump was cut open to perform visual inspection and found corroded motor home switch. The j1 connector on pcba 1 was locked properly during visual inspection. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, pillowing keypad overlay and cracked select, back, up, down, left and right button keypad overlay during the visual inspection. Pump error 130 and 43 alarm confirmed in the pump history due to corroded motor home switch. Customer alleged for keypad anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.